Event description:
The intra-aortic balloon was inserted into the pt on 3/31/98 at 11:20 a.m. And removed on 3/31/98 at 7:15 p.m. Due to loss of pulses. After the intra-aortic balloon was removed the pt's pulses returned. The pt had minor ischemia. The intra-aortic balloon did not malfunction. (Event complications: minor ischemia/removal required/loss of pulses)-reported 4/8/98. (Pt's current status: discharged - reported 4/17/98.)